Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine¿ insulin pen needle there was an issue with foreign matter. It was stated ¿a complaint was received from (B)(6) whereby the customer stated that the needle was blocked. The needle was investigated and the blockage was identified as silicone.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one photo of a 29g x 12.7mm pen needle samples was returned from lot. No. 6173511, cat. No. 320216. Visual examination was carried out on the returned photo and no issues were observed. As no sample was returned for investigation a clogged needle cannot be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no issues were observed with the returned photo therefore no root cause can be identified.